Event description:
A surgeon reported that leakage occurred from the valved trocar cannula during a vitrectomy procedure. The pack was exchanged several times, but the problem did not resolve. It was noted that there was more leakage when infusion was turned on. The case was able to be completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).